Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2004 the patient underwent partial removal.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced recurrent urinary tract infection, cystitis, urinary incontinence, and nocturia.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent excision of vaginal mesh, urethrolysis and cystoscopy on (B)(6) 2013 due to pelvic pain. No additional information was provided. (B)(4).